Manufacturer narrative:
Despite multiple attempts, no additional details concerning this event was provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was about to be revised for an unspecified product performance issue. No adverse patient effects were reported.